Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2018. The lm reported that the most probable causes for the reported event are as follows: (1) it is presumed that the image did not appear because unexpected stress was applied to the cable due to user handling and the cable was broken. The legal manufacturer reported that the handling according to the instruction manual, i.e. Not applying excessive stress to the cable, enables you to take countermeasures against the event (1).

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed. The image cuts in and out due to shortage in cable. The coupler base plate was noted to be bent causing an off-centered image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the camera head displayed no mage. It is unknown if the intended procedure was completed. There was no patient injury reported.